Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted (B)(6) months prior to this report ((B)(6) 2015). Physician reported that since essure insertion, the patient was complaining about abdominal pain. Hysterography was performed showing good tubal obstruction but one insert seemed to be placed 2 or 3 cm deeper than where it had initially been placed. Examination found like an expulsion of the insert towards abdominal cavity. Follow up information received on 08-mar-2016 and case was upgraded to incident. Pelvic pain episodes were probably related to essure migration in fallopian tubes. Essure found in distal part of fallopian tubes. The patient was not hospitalized. At the reporting time, no medical/surgical intervention was performed; bilateral salpingectomy was planned to be performed. Follow-up received on 11-mar-2016, (B)(4). Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a hysterography showed one insert seemed to be 2 or 3 cm deeper than where it had initially been placed (essure migration in distal part of fallopian tubes). A bilateral salpingectomy was planned by the physician. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion into the uterus or migration into distal fallopian tube or to abdominal cavity. In this particular case, the device migration was diagnosed months after essure insertion. Although its exact mechanism was not known; given its nature; causality with the suspect device cannot be excluded. This case was upgraded to incident, since a surgical intervention will be required for device removal (planned salpingectomy reported upon follow-up). A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation received on 02-jun-2016: this adverse event report is related to a product technical complaint (ptc) and the bayer reference number for the ptc report is (B)(4). Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-jun-2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and a hysterography showed one insert seemed to be 2 or 3 cm deeper than where it had initially been placed (essure migration in distal part of fallopian tubes). A bilateral salpingectomy was planned by the physician. The reported event is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move in/out of fallopian tubes; this movement could be an expulsion into the uterus or dislocation into distal fallopian tube or to abdominal cavity. In this particular case, the device dislocation was diagnosed months after essure insertion. Although its exact mechanism was not known, given its nature causality with the suspect device cannot be excluded. This case was upgraded to incident, since a surgical intervention will be required for device removal (planned salpingectomy reported upon follow-up). The product technical complaint investigation resulted in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.